Event description:
Patient has a pain stimulator from st. Jude lasted for 10 years. He had to have the stimulator replaced. Patient mentioned he had a lot of side effects from the pain stimulator. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).